Event description:
Olympus medical systems corp (omsc) was informed that 3 patients were infected after having undergone cystoscopy procedure. The user facility possessed 3 cyf-va2s and it was unknown which device was used to each patient. First patient: the user facility was informed that turbid urine was observed from an outpatient. The patient was tested positive for pseudomonas aeruginosa. The patient recovered and was discharged after having hospitalized to have tests. Second and 3rd patient: the user facility was informed that turbid urine was observed from 2 outpatients. The patients were tested positive for pseudomonas aeruginosa. The patients are getting outpatient treatment.

Manufacturer narrative:
The subject device was returned to omsc for evaluation. Based upon the evaluation of the subject device by omsc, it was confirmed that there were scratches at the both sides of adhesion at the bending cover. There were no potentially-relevant findings to the phenomena. But, as it was confirmed that there were foreign substances on the 2 other scopes of the same model that the facility possessed, inappropriate reprocessing by the user could not be ruled out as a contributory factor of the event. The manufacturing history was reviewed, with no irregularities related to this problem noted. If additional information becomes available at a later time, this report will be supplemented. Please cross reference the associated complaint files: MFR report#: 8010047-2015-00344 and 8010047-2015-00345.